Event description:
Upon removal of the device from the sheath, the physician noticed that the distal portion of the device just above the cutter housing came dislodged from the shaft.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.